Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and that pump touch screen was dark and would not turn on. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 97 mg/dl.